Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration and alignment issue. There was a deviation between the stylus and the cursor on the screen due to a defective printed circuit board (pcb). Analysis also noted a cut in the stylus cable but the stylus. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was not working and the stylus was not aligned with the cursor on the screen. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.